Event description:
During the supraventricular tachycardia procedure, optical issues with the catheter resulted in a procedural delay. The catheter was connected accurately but the contact force did not display. Troubleshooting was done by unplugging and re-plugging the catheter connections, restarting the tactisys, and powering down and rebooting the system in correct order, but the issue persisted. The catheter was exchanged, which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported contact force issue could not be confirmed. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The deformable body thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.